Event description:
It was reported that during a wisdom tooth removal in 2007, a patient received a burn to the tongue and inside of the mouth. The doctor reported the incident in 2008 and indicated that the alleged burn was treated with irrigation, and no further treatment was prescribed.

Manufacturer narrative:
According to the investigation details, when the drill was taken apart, there was an unidentified substance present inside the hand piece. The substance is most likely a detergent based cleaning agent where the hand piece was immersed in the substance to pre-clean prior to sterilization. The alleged burn was most likely a result of improper sterilization practices at the account.